Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak while he was on dwell 3 of 5 and went ahead and canceled the treatment. Per patient when he removed the cassette he noticed there was a fluid leak. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported the issue to the clinic and confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area during dwell 3 and indicated it was unknown what may have attributed to the leak. Per pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient discontinued his remaining treatment for (B)(6) 2018 and confirmed no issue occurred as a result of the missed treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak while he was on dwell 3 of 5 and went ahead and canceled the treatment. Per patient when he removed the cassette he noticed there was a fluid leak. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported the issue to the clinic and confirmed there was no patient injury or adverse event. The pdrn stated the patient reported a fluid leak from the cassette area during dwell 3 and indicated it was unknown what may have attributed to the leak. Per pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient discontinued his remaining treatment for (B)(6) 2018 and confirmed no issue occurred as a result of the missed treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available to be returned for evaluation.